Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported event of a type iiib endoleak for the proximal extension. The complaint is most likely device-related due to the use of strata material. Procedure-related harms for this complaint could not be determined. In addition, the clinical assessment determined that there was evidence to reasonably suggest aneurysm sac growth of 21mm occurred that was not included in the event as reported; the sac growth was discovered during review of the 72-month post-implant CT scan. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
Additional information received confirming that a small leak was noted at the conclusion of the secondary procedure. The patient tolerated the procedure well and was discharged. In addition, clinical assessment confirmed that the aneurysm was enlarged to 21mm at the time of the reported event. The 30-day post secondary procedure scan revealed that the persistent endoleak resolved.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately six (6) years post initial procedure, a type iiib endoleak was detected during routine follow-up cta. The physician elected to treat the patient by implanting an endurant (non-endologix) device on (B)(6) 2019. There have been no additional patient sequelae reported.